Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that the patient developed an infection and the pump was subsequently explanted. It was noted that the patient had previously taken anabolic steroids.